Event description:
Per the clinic, the patient experienced wound discharge at the incision site on(B)(6) 2021. Subsequently, the patient underwent a wound aspiration procedure on (B)(6) 2021. On (B)(6) 2021 the patient underwent a blood drainage procedure and was treated with oral antibiotics for a duration of 7 days and topical antibiotics (duration not reported). The wound was reportedly healed, however, the patient experienced a wound dehiscence and skin breakdown over the implant site on (B)(6) 2021. This resulted in the decision to explant the device. The device was explanted on (B)(6) 2021. Reimplantation is planned but has not taken place as of the date of this report.